Manufacturer narrative:
Hoveround has not been given access to evaluate the power wheelchair, however, no malfunction is suspected. The end user was operating the power wheelchair in a parking lot and was struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user was operating the power wheelchair in a parking lot and was struck by a truck backing up to a loading dock.